Manufacturer narrative:
The device was returned for analysis. The reported suture break was not confirmed; however, a bilateral cuff miss was observed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement in the right common femoral artery (rcfa) was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to a thoracic aortic aneurysm (taa) interventional procedure. Reportedly, a suture broke with one of the devices. The sutures of two new proglide devices were successfully pre-placed. Sutures of proglide devices were used for successful suture placement in the left common femoral artery (lcfa) using the pre-close technique. The sheath was upsized to greater than 8.5f and the (taa) procedure was completed. Hemostasis was achieved in the rcfa and lcfa with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.